Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device with right ventricular lead displayed far-field oversensing and pacing inhibition. The patient with this device is pacemaker dependent, however it is unknown whether there was asystole as a result of this issue. A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced. This device remained implanted and reconnected to the replacement device. No adverse patient effects were reported.